Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead recently had underwent a revision procedure due to decubitus. A new system was successfully implanted and no allegations were made against the boston scientific device. An hour after the procedure, the patient experienced pain. It was noted that the right ventricular (rv) lead had caused a perforation. A second procedure was performed; the lead was explanted, replaced and discarded at the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular (rv) lead was discarded at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.